Event description:
At 1930 an infusion pump on infant in nicu stopped infusing and alarmed "infusion complete." The infusion was lipids; which was to be infusing at 1cc/hr for a total of 21 hours. The infusion was started at 1800 during the prior shift. The pump alarmed and reported there was only 7cc left in the syringe, which meant 14 cc were infused in 1.5 hours. Two rns evaluated the syringe and verified it only contained 7cc in it. No leaks or wetness were noted so infusion was stopped and nnp (neonatal nurse practitioner) was notified immediately. The patient had lab work due so it was done and reviewed with no adverse outcomes or injury noted. The nnp ordered no further lipids until the next day and both nnp and nursing will monitor the infant closely. The pump was removed from service and clinical engineering was notified to pick up pump for evaluation.